Event description:
A surgeon reported a blunt knife during a cataract extraction procedure. There was no harm to the pt.

Manufacturer narrative:
The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).